Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number qhmjrk / pdp259h, and no non-conformances related to the reported complaint condition were identified. Note: events reported via mw # 2210968-2020-09716, 2210968-2020-09718, 2210968-2020-09719, 2210968-2020-09720. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a breast procedure on an unknown date and suture was used. During the procedure, the suture was found to be brittle and broke mid-strand under minimal tension while suturing deeper breast tissue. It was reported that significant force was not applied at the time of suture breakage. There were no adverse patient consequences reported.